Manufacturer narrative:
This report is submitted on june 26, 2018.

Event description:
Per the clinic, the patient underwent revision on (B)(6) 2018, due to a tip fold over of the electrode array that occurred during initial implantation surgery. The device was explanted and the patient was reimplanted with another cochlear device.